Manufacturer narrative:
Section d10, h3, h5, h8: correction. Section h4: additional information. Manufacturer's investigation conclusion: the reported event of issues connecting the power cables to the mpu cable was confirmed. (B)(6) was tested and the connection issue was verified. The cable was replaced which resolved the issue. The unit was run for several days without issues. A full functional checkout was performed and the unit passed all tests. It was returned to the customer site. Visual inspection of the returned mpu cable revealed damaged black connector threads. The top thread was warped which made it difficult for a controller connector to the mpu cable. The damage did not allow the connector nut to tighten and make a secure connection. However, the power cable could still be inserted. The root cause of the reported event cannot be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ explain how to use all system controller power sources, including the mpu. This section states ¿if there is a power failure, transfer from the mobile power unit to another power source. The backup battery in the system controller will temporarily power the pump while transferring to battery power. Do not rely on the system controller¿s backup battery as a power source during ac power failure, as it will only power the pump for a limited amount of time and the pump will stop¿. This section informs the user of the proper actions to take if the green power on light does not illuminate when the mpu is plugged in. This section also informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called their vad coordinator with issues connecting the power cables of the controller to the mpu patient cable connections. The patient noted the connections were cross-threaded and he was not securely able to make a connection. The mpu was exchanged and the issue was resolved.